Event description:
The complainant reported a 76-year-old male patient with post-cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support. The complainant reported high purge pressure occurred. After the high pressure occurred, fluid was found to be leaking from the air filter. Medical staff chose to monitor the situation while continuing support. Medical staff increased the amount of heparin in the purge and removed air from the purge set several times. However, over time, the purge flow rate decreased, and the purge pressure increased again. The pump also stopped during support. The 5.5 was eventually replaced, and the patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Manufacturer narrative:
The investigation for the purge leak, high purge pressure, and pump stop has been completed. The logs and product were returned and evaluated. The logs showed spikes in purge pressure 15 hours into support. Then, near the end of support, there was an increase then spike in motor current followed by a pump stop. Biomaterial was found in the purge gap of the returned pump in addition to blood in the purge line. The sidearm filter was sealed on one side with bone wax and taped shut in the field after a leak was discovered. While running the pump in the lab, a crack down the length of the sidearm luer that was leaking was found. The purge leak from the sidearm luer prevented the purge pressure from climbing above 200 mmhg. The pump stop was reproduced in the lab. The root cause of the pump stop was the damaged sidearm filter, which led to blood ingress in the motor. Added- d9 device return date.